Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm (et307537, 24a098av) did not enter the prowler select plus 150/5cm microcatheter (606s255x, 30864988). There was no patient consequence. The embotrap was replaced with a new embotrap. The procedure was prolonged for three minutes. No additional information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter: the customer contact information, including name was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30864988 number, and no non-conformance's related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were noted on the device. The presence of hydrophilic coating was confirmed. The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced into the received microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the guide catheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A manufacturing record evaluation was performed for the finished device 30864988 number, and no non-conformances related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.